Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were returned. Therefore, an in-house testing was performed with blood sample using the returned meter and in-house contour test strips from lot # 1fj3b06a, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in weight as the customer's weight was not provided. This event is related to MDR # 1810909-2022-00153.

Event description:
An advocate from italy called ascensia customer service on behalf of the customer to seek help with their contour meter. During troubleshooting, two blood glucose tests were performed within 10 minutes with the contour meter and the readings of hi (indicative a reading above 600 mg/dl) and 127 mg/dl were obtained. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement kit was sent to the customer.